Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when a patient presented in-clinic for a routine check, some observed episodes of svt were diagnosed as vt. Inconsistent morphology diagnostics were observed. No programming changes were made since the episodes were well within the monitor zone and no therapy was delivered. The patient was well.